Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The analyst noted that a critical ram parity error occurred in address 2b 12 on (B)(6) 2015. Por severity is low, so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por). The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.